Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens had a 30º rotation not associated to a low vault. The lens also tore/broke during injection into the eye. The icl remains implanted.

Manufacturer narrative:
(B)(4). Method: medical review. Results: visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. Medical review - a lens tear may occur due to poor loading technique into the cartridge. If the surgeon notices the tear only after delivery into the eye, a removal can be done using the same incision; it is not necessary to enlarge the incision or add any sutures therefore there is usually no impact on the patient's vision. It is unknown if the surgeon has implanted a new lens in this eye. Clinical studies have shown that toric icl rotation occurs in 0.5% of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Patients anatomical structure, a short lens, haptic position, etc.). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found within the manufacturing and packaging processes of this lens that was the cause of the complaint. Based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4). Evaluation method : work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.